Manufacturer narrative:
(B)(4). Batch # 151c18. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/16. In addition, another gst60b reload was received unfired, with the pan partially dislodged and bent. Also, some drivers were noted to be missing and out of position. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 151c18, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure that the reload was found with many small plastic pieces in the middle of the reload where the blade comes down. It was found while the scrub was setting up the back table. Another like device was used to complete the procedure. There were no adverse consequences for the patient that was reported.